Event description:
It was reported that the autostimulation feature was not working for the patient, and as a result the patient was having more seizures due to the autostimulation being ineffective. It was verified that the generator position had not shifted, and the autostimulation sensitivity was checked at all values, but the heartrate was unable to be detected. The physician suspects a generator failure. Generator data was reviewed and the decoder was reviewed. The foreground hr did not update at the appointment during which the verify hr detection feature was being attempted, despite the sensitivity being changed. However, there were no further system diagnostics events on that date. Furthermore, there was no evidence of the output currents being programmed to 0 ma, which is required to ensure accurate sensing during the verify hr detection step. There were no anomalies in the decoder. Additional information was received indicating that at the next appt the verify hr detection was re-tried while ensuring the output currents were set to 0, and an accurate hr was obtained using sensitivity 3. Then, at the following appointment the autostim was reviewed and found to be accurate. Therefore, the root cause of the undersensing appears to be due to the seizure detection algorithm setting was not appropriate for the patient. No additional relevant information has been received to date.